Event description:
The pt was hospitalized for elevated blood glucose levels, dka and loss of consciousness.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a crack in the battery housing but demonstrated that pump insulin delivery was operating within specs and delivery accuracy.